Event description:
On the (B)(6) 2026, gore was notified concerning a gore® viabahn® endoprosthesis with propaten bioactive surface (vsx device). On the (B)(6) 2026, a 55-year-old patient with an existing arteriovenous shunt (no details provided), necessitated treatment for subclavian-cephalic stenosis. According to the report, a vsx device with a 10 fr therumo sheath were used however during the procedure, the stent was allegedly occluded, experienced disruption prior to full deployment and could not be deployed as intended. The vsx device was reportedly retracted from inside of the patient and a bare metal stent was implanted instead. The reporter could not specify the cause for the stent occlusion and alleged and issue with the deployment mechanism cause more force than intended and resulted in a deployment disruption. The report confirmed that there was no patient injury associated with the event. The device is available for evaluation.

Manufacturer narrative:
H6 investigation findings: c19 refers to the product history review. Cbas®heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. Product history review: a review of the manufacturing records indicated the device met pre-release specifications. Further investigation is being performed and will be included in the final report. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.